Event description:
It was later reported that the patient had to get the pump refilled 4 to 6 weeks prior to every refill that was due.

Event description:
Additional information: it was reported that the pump was replaced on (B)(6), 2012. The reporter stated that a volume discrepancy occurred; however, the cause of the discrepancy was unknown. Per the patient and manufacturer representative, the issue had occurred since pump implant. The patient experienced under-dose symptoms of chills, emesis, headaches and diarrhea. The patient had stated that the symptoms would occur when the "pump ran dry and then I went through withdrawal". Following pump replacement the patient outcome was reported as no injury or adverse event.

Event description:
It was reported that the patient was experiencing withdrawal symptom. The patient stated that her pump was empty "with not being able to have it filled". The patient had been hospitalized four times because the pump did not deliver medication like it said it did. The patient also stated that the alarm didn't go off. Patient outcome was unknown. The drug being delivered in the pump system was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received provided further event detail. The patient believed that the pump was over-infusing and had been "a problem for years". The patient felt that there was "definitely something wrong" with the pump and wanted it replaced. The pump contained saline as of 2 weeks prior to the follow-up notification date, and the patient was being supplemented with oral narcotic medication. A pump replacement was being planned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly. Pump passed dispense accuracy and infusion accuracy testing. The extra alarm test also passed and sounded an alarm.